Event description:
It was reported by the affiliate that the (1) tlc75 was used during a low anterior resection procedure. It was reported that only one side of the cartridge fired, the device cut and no spillage occurred. The procedure was completed with the use of a clamp.